Event description:
It was reported the pt's programmer displayed an ipg low battery warning. Based on the pt's program settings, it appears the warning is premature. The sjm representative met with the pt and provided instructions to the pt about how to clear the flag. Surgical intervention may taken place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.